Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 18 mmol/l; cause was due to malfunction alarm. Customer delivered a correction bolus via pump to address bg level. Customer continued to use pump for insulin therapy.